Event description:
It was reported the pt's recharge burden had increased, and the stimulation seemed weaker than in the past. Follow up identified the pt was scheduled for an appointment regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.